Event description:
It was further reported that the patient was still having concerns with their therapy or device but was working with their doctor or company representative. The patient had an appointment on (B)(6) 2014. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had undergone a new trial for pain in her neck and shoulders. When she turned the stimulation on 2 hours after the procedure, it was painful and was sending electrical shocks/jolts instead of vibrating. The patient again tried to turn it on the day of the report, but it was still painful. It was painful even when it was off. The patient was on hydrocodone and that was not helping either. The patient planned to contact her physician. Additional information about the outcome was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).